Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer informed cardinal health that they have seen a spike in their infection rates in the operating room over the last two months. This case used a cardinal health general surgery pack sbac2dsdcc that contained a level 3 surgical gown. The exact procedure event date was unknown by the customer. The procedure either was performed prior to the hold and recall notice(s) that were provided to customers beginning on (B)(6) 2020 or thereafter. No sample was available for evaluation and a work order/lot number was not provided for the kit, therefore, we are unable to confirm that the gown in the kit was part of the recall issued by cardinal health.

Manufacturer narrative:
Supplemental MDR is being filed based on new information received from the customer following the submission of the initial MDR report submitted on (B)(6) 2020. Allegedly, a patient had a right total knee arthroplasty on (B)(6) 2019. On (B)(6) 2019 patient developed an inferior wound dehiscence and cellulitis; bactrim ds twice a day prescribed for 14 days. (B)(6) 2019 irrigation and debridement of right total knee surgical wound with primary closure and wound vacuum placement needed. (B)(6) 2019 patient continued with delayed wound healing after incision & drainage of wound; patient admitted for IV antibiotics ancef 2 gms every 8hrs. (B)(6) 2019 patient had worsening of white blood count while on IV antibiotics. (B)(6) 2019 PICC line placed for outpatient ancef 2gms IV every 12 hours for 5 weeks and oral rifampin 450mg two times a day for 4 weeks. Patient followed up with infectious disease on (B)(6) 2020, who gave the recommendation of adding another oral antibiotic and routine aspiration of the knee to monitor esr and crp. (B)(6) 2020 oral cephalexin 500mg three times a day for 6 months ordered. Patient is a 66 y/o male, 233lbs. The customer provided no further information. The kit that was reported to cardinal health for this incident contains two gowns manufactured by two different suppliers. Supplier a is copious international: based on supplier investigation for a9541nae gown,surgical,astound,x-large,fabric reinforced,ns, the device history record could not be reviewed as a lot number was not provided. No sample was available for investigation. Supplier reviewed their environment control, temperature/humidity, differential pressure, air exchange time, particle, settling microbe, planktonic bacteria and surface microorganisms monitor/test record from (B)(6) 2019, all within the specification. There is no abnormality found. According to their production environment control procedure, each workshop shall do the routine daily clean and comprehensive clean once or twice a week. From the investigation, the root cause could not be determined. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident. Supplier b is holymed siyang: at the time of this investigation no sample or lot number were provided for 90370nbb, gown,surgical,w/towel,x-large,unreinf,wrapped,ns. Many attempts were made to retrieve investigation results from the supplier, holymed siyang, however we have learned they have de-listed their FDA registration and they are no longer in business since (B)(6) 2020. As such, we do not expect to receive any feedback or investigation results from the supplier. Cardinal health is no longer doing business with this supplier. Cardinal health has initiated a formal recall event #:(B)(6) to the FDA of certain cardinal health convenience kits that contained the gowns manufactured by the supplier holymed siyang. No further action will be taken at his time, but we will continue to monitor our complaint database for any similar reports.